Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure. According to the complainant, the blue coating on the guidewire came off in the pt's ureter. Follow up received on (B)(6), 2009 stated the particles were small and were flushed out of the pt's ureter during the procedure. The procedure was successfully completed using a second sensor guidewire. The pt was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine relationship between the device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).